Event description:
It was reported occlusion alarms occurred. Reportedly, the customer filled the cartridge with cold insulin. Customer was educated on loading room temperature insulin into cartridges. Customer¿s blood glucose level was 450 mg/dl. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.